Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms, did not delivery insulin. Customer's blood glucose was 479 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer was wearing the device during time of emergency room visit. During troubleshooting, customer was assisted in performing the high pressure test, device alarmed a motor error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to complete functional test due to prime anomaly. No excessive no delivery alarm or motor error alarm noted and the motor was tested outside the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, self test, a21 error test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. The insulin pump had cracked reservoir tube lip and cracked battery tube threads.